Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure (batch no. B40021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, gallbladder disease, cholecystectomy, tonsillectomy, adenoidectomy, nausea and diverticulitis. Previously administered products included for contraception: mirena; for diverticulitis: antibiotics. Concurrent conditions included per vaginal bleeding, papanicolaou smear normal, uterine bleeding, uterine leiomyoma and ulcerative colitis. Concomitant products included salbutamol (albuterol) since 2016 for diverticulitis as well as ethinylestradiol;norgestimate (mononessa) since 2013, fexofenadine hydrochloride (allegra) since 2016, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, lisinopril since 2015, methylcellulose (citrucel), montelukast sodium (singulair) since 2016 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In may 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In october 2017, the patient experienced post ablation tubal sterilisation syndrome ("reproductive system disorder or condition type of disorder or condition: post ablation syndrome"). In june 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("other injury(ies) or complication please describe: left ovarian complex cyst"), dermatitis allergic ("rashes or skin conditions type: allergic dermatitis") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (endometrial ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, ovarian cyst, dermatitis allergic, post ablation tubal sterilisation syndrome and abdominal pain lower outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain lower, dermatitis allergic, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, post ablation tubal sterilisation syndrome and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure inserted date- (B)(6) 2012 and (B)(6) 2013. Current weight 210 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. X-ray - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, vaginal bleeding, menorrhagia, allergic dermatitis, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received outcome of event " dyspareunia" was updated as recovered. Reporter information, medical history and lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure (batch no. B40021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, gallbladder disease, cholecystectomy, tonsillectomy, adenoidectomy and nausea. Previously administered products included for contraception: mirena; for diverticulitis: antibiotics. Concurrent conditions included per vaginal bleeding, papanicolaou smear normal, uterine bleeding, uterine leiomyoma and ulcerative colitis. Concomitant products included salbutamol (albuterol) since 2016 for diverticulitis as well as ethinylestradiol;norgestimate (mononessa) since 2013, fexofenadine hydrochloride (allegra) since 2016, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, lisinopril since 2015, methylcellulose (citrucel), montelukast sodium (singulair) since 2016 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("other injury(ies) or complication please describe: left ovarian complex cyst"), dermatitis allergic ("rashes or skin conditions type: allergic dermatitis"), post ablation tubal sterilisation syndrome ("reproductive system disorder or condition type of disorder or condition: post ablation syndrome") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (endometrial ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, ovarian cyst, dermatitis allergic, dyspareunia, post ablation tubal sterilisation syndrome and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dermatitis allergic, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, post ablation tubal sterilisation syndrome and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure inserted date- (B)(6) 2012 and (B)(6) 2013. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, vaginal bleeding, menorrhagia, allergic dermatitis, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. B40021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, gallbladder disease, cholecystectomy, tonsillectomy, adenoidectomy and nausea. Previously administered products included for contraception: mirena; for diverticulitis: antibiotics. Concurrent conditions included per vaginal bleeding, papanicolaou smear normal, uterine bleeding, uterine leiomyoma and ulcerative colitis. Concomitant products included salbutamol (albuterol) since 2016 for diverticulitis as well as ethinylestradiol; norgestimate (mononessa) since 2013, fexofenadine hydrochloride (allegra) since 2016, hydrocodone, hydrocodone bitartrate; paracetamol (norco), ibuprofen, lisinopril since 2015, methylcellulose (citrucel), montelukast sodium (singulair) since 2016 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("other injury(ies) or complication please describe: left ovarian complex cyst"), dermatitis allergic ("rashes or skin conditions type: allergic dermatitis"), post ablation tubal sterilisation syndrome ("reproductive system disorder or condition type of disorder or condition: post ablation syndrome") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (endometrial ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, ovarian cyst, dermatitis allergic, dyspareunia, post ablation tubal sterilisation syndrome and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dermatitis allergic, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, post ablation tubal sterilisation syndrome and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure inserted date- (B)(6) 2012 and (B)(6) 2013. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, vaginal bleeding, menorrhagia, allergic dermatitis, pelvic pain". Most recent follow-up information incorporated above includes: on 26-jun-2019: plaintiff fact sheet and medical record was received. Lot number were added. Event injury updated with events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), left ovarian complex cyst, allergic dermatitis, dyspareunia (painful sexual intercourse), post ablation syndrome, lower abdomen pain. Reporter information, medical history, concomitant drug, events onset date, event outcome, weight, height, lab data were added. Device category changed from device other event to incident. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.